Event description:
It was reported that the right ventricular (rv) lead had rising thresholds and the r-wave sensing was decreasing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5086mri45 implantable pacing lead implanted: (B)(6) 2012. (B)(4).